Manufacturer narrative:
The suspect part - a vela external peripheral interface printed circuit board (pcb) a - was returned to the carefusion failure analysis laboratory for further evaluation. The part was visually inspected and it was observed that the capacitor c3 was detached from the pcba and loose within the electrostatic discharge (esd) bag. The part was installed in a known good unit and tested - the event log exported successfully and the external monitor display worked without any observed problems. The unit was cycled on/off multiple times and the unit run with no problems noted; the external monitor display functioned normally at all times. The customer's reported problem could not be duplicated.

Manufacturer narrative:
Carefusion file identification number: (B)(4). The ventilator was evaluated by a carefusion field service engineer. The ventilator was repaired and the customer asked to return the defective part to carefusion for evaluation. The part has not been received by carefusion. Any additional information received will be evaluated and included in a follow-up report if required. Patient demographics such as age, date of birth, gender, and weight were not provided by the customer. (B)(4).

Event description:
A customer reported to carefusion that a vela ventilator was not communicating with the monitoring system while in use on a patient. The patient was removed and placed on another ventilator. There was no harm to the patient associated with the event reported by the customer.